Event description:
Reporter alleged blood glucose measured 300, 200, and 94 mg/dl, when all testing was performed within 15 minutes of each other. It was stated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.